Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex. The 3.5x12 mm nc trek was prepped per the instructions for use and advanced to the lesion, without resistance. Prior to the indeflator being attached to the hub of the nc trek balloon, blood was seen pouring out of the hub of the catheter. A new nc trek device was used without issue to complete the case. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear/hole in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.